Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established. It was reported that the patient was admitted on (B)(6) 2021 with complaints of worsening abdominal pain associated with an abdominal wall hematoma as a result of his previous pump exchange (manufacturer report number 2916596-2021-02916) and felt he was getting sicker. The patient was taken to the operating room on (B)(6) 2021 for a washout and placement of wound vacuum assisted closure (vac). The patient had three sets of positive blood cultures for yeast, and cultures taken from the hematoma also grew yeast. The patient went back into the operating room on (B)(6) 2021 for a transesophageal echocardiography and laser lead extraction along with a washout and wound vacuum change out. The patient remained in the hospital receiving antifungal medications and was recovering. The heartmate ii lvas instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii lvas and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This IFU, as well as the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous pump exchange was captured under manufacturer report number 2916596-2021-02916. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with complaints of worsening abdominal pain associated with an abdominal wall hematoma as a result of his previous pump exchange. The patient stated that they felt they were getting sicker. The patient was taken to the operating room on (B)(6) 2021 for washout and placement of wound vacuum assisted closure (vac). They had three sets of positive blood cultures for yeast. Cultures taken from the hematoma also grew yeast. The patient went back into the operating room on (B)(6) 2021 for a transesophageal echocardiography (tee) and laser lead extraction along with a washout and wound vac. They received high-dose anidulafungin with ambisome dosed intermittently. The patient remained in the hospital and was recovering.